Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set had reportedly been in use for approximately 12-24 hours at the time of event. The issue did not result in an increase in the patient's blood glucose level. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.